Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery alarm. It is unknown when or in which care area this event occurred. Patient involvement is unknown. Upon reviewing the pump's event history, baxter discovered that a battery depleted set alarm interrupted delivery on (B)(6) 2011. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. This involved a colleague infusion pump with a user interface module master software version 6.63.92. No additional information is available.

Manufacturer narrative:
(B)(4). The facility reported a colleague infusion pump with a damaged battery alarm was confirmed by service. The cause of this condition is due to depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available.